Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The case was escalated to the next level of support. Initial review of sensor data did not indicate any system malfunctions. After additional review of additional examples provided, support provided instructions for user to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment. After re-linking, the system returned to initialization, and the user was instructed to enter additional calibrations. The re-link was confirmed successful in dms, and the system was monitored for three days. Post-monitoring, data review showed improved agreement between bg and sg values. As the sensor was nearing the end of it's life, user was advised to continue use and contact their hcp for sensor replacement. B4. Date of this report 06 jan 2026. G3. Date received by the manufacturer? 06 jan 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The user reported inaccurate sensor glucose (sg) readings compared to blood glucose meter (bgm) values. The escalation team recommended a sensor re-link, which was completed on (B)(6) 2025 at 9:02:47 pm. Post-monitoring indicated improved sg/bg agreement, and the escalation team did not identify any system-related issues. The user was advised to continue system use and to contact their hcp for sensor replacement, as the sensor is nearing end of life.dms review confirms that the user is currently using the system and all information is up to date.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.